Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm value. The patient was hospitalized due to inaccurate cgm readings. Although the cgm was reported inaccurate, there were no bg nor cgm readings reported. The patient declined to provide any further information about the event. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.